Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 03 jan 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Only a gauze inside a specimen bag was received which contained the alleged foreign material. The returned sample was examined under microscope and the gauze presented with a fiber which has a dark appearance. Two videos were provided from customer and were evaluated. Based on the videos evaluation, the reported complaint is confirmed. However, it is not possible to determine the origin of the particle from the videos. The fourier-transform infrared spectroscopy (ftir) analysis of the received foreign material revealed that the material is consistent with polyester species. The ftir spectrum raw data output file was compared against the materials used during manufacturing process listed in the manufacturing site ftir library and it was determined that there were no correlations with materials used in the manufacturing. Manufacturing record evaluation: manufacturing records review and historical complaint review was performed. No related non-conformances were found as part of this manufacturing review. There is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: based on further review of the complaint file, it was noted that additional clinical and impact codes were inadvertently not included on the initial medwatch report. The following sections have been updated accordingly. Section h6: health effect - impact code: code 4632 - prolonged surgery. Section h6: health effect - clinical code: code 2137 - blurred vision. Additional information: further information was provided on 1/11/2024 that there was medical intervention required. The following sections have been updated accordingly. B1 and b2 section h6: health effect - impact code: code 4644 - medication required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the surgeon implanted the eyhance toric visible foreign bodies were seen. There were three foreign substances, such as the two threads and a substance such as vinyl, around. The surgeon removed all foreign bodies, but the patient's corneal edema was severe. Foreign substances have been seen since coming out of the injector, and the patient's progress is still unknown. There was no injury, no surgical and no medical interventions required. Additional information revealed that his visual acuity is 0.8, but his vision is not as good as 0.8. The patient complains that he can¿t see well or clearly. That patient is currently implanted with that iol, and the surgeon is monitoring the progress day by day. If the progress does not improve, the surgeon will use a drug for corneal edema. Patient information was not shared due to a private issue. No further information is available.

Manufacturer narrative:
If implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.